Event description:
Customer reported an issue with their blood glucose level, which displayed as "low," though the specific value was unavailable. Customer consumed carbohydrates to address the low blood glucose. Customer updated their pump settings to address the event.